Event description:
Customer reported that he has experienced low blood glucose for around 4 weeks. Current blood glucose value is 140 mg/dl; treated with food. Customer stated that his doctor advised him that his test results were not very good; customer changed the basal rate settings on his own and overcorrected and started getting low blood glucose. Customer was not admitted as an inpatient for medical treatment. He woke up with a low blood glucose of 69 mg/dl and he corrected with juice and changed his 5am basal rate. During troubleshoot; it was stated the drive support cap is recessed. Reservoir is showing 40 unites and the status screen showed 40.8 units of insulin. The insulin pump passed the displacement test. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.